Manufacturer narrative:
(B)(4). Final report: the appropriate device details were provided. The manufacturing records were be identified and reviewed. Parts conformed to material and dimensional specifications at the time of manufacture. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, did the patient follow correct post-op protocol and an update on the patient post revision. No information was provided, therefore no further investigation can be conducted and the root cause of the reported event could not be determined. Based on this, this case is now considered closed. Should additional information be provided, the case may be reopened. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report the appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, did the patient follow correct post-op protocol and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex insert revision due to instability after 2 years.